Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were observed in the connecting hose of an em2400 valve set. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between april 19, 2021 to april 21, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection using the naked eye was performed which showed a valve set inside its clear packaging. Based on the visual inspection, there appears to be a small, black particle, however, it is not possible to know if the particle is on the outside surface or on the inside of the tubing. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause could be inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.